Event description:
The pt contacted animas alleging that keypad button presses did not activate desired pump functions. The pt claimed that the pump was slow to respond to down arrow and ok buttons presses. He also claimed that the buttons felt sluggish when pressed. The pt denied that the device was exposed to water.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently not responding to up, down, and ok buttons presses. The keypad was removed and adhesive/contamination was observed under the buttons contacts. The up, down, and ok buttons contacts also were observed to be inverted and were not always springing back. In addition the up and down keypad buttons were observed to be misaligned. The keypad appeared to be intact with no lifting or peeling.